Manufacturer narrative:
(B)(4), age was not provided, patient weight was not provided, product has not been returned. Product was discarded.

Event description:
Doctor reported loosening. Screw and abutment were removed and replaced.

Manufacturer narrative:
The product associated with this complaint was not returned. The complaint could not be verified. The lot number was not provided; therefore, a device history record review could not be completed. A definitive root cause has not been determined. (B)(4).